Event description:
It was reported that the monitor on the 9800 system was going blank after a period of time, while using the workstation. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the monitor. The system was found to be working as intended and placed back into service.